Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was hospitalized for non-diabetes related issue. Caller stated that while the customer was in the hospital she developed high blood glucose of 399 mg/dl, and was treated with manual injections. Caller stated that the customer's insulin pump was alarming no delivery. Nothing further was reported.